Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and could reproduce the integrated electrosurgical unit (iesu) error on generator startup. Fse replaced iesu. The system passed all testing. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (erbe generator) was analyzed and found to replicate the reported event; unit tested on system; presents u-02 and prevents full initialization. Erbe error logs still accessible: c-00 errors in logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) to report integrated electrosurgical unit (erbe generator) u-02 error that will not clear. Tse had the customer unplug the power cord from the erbe generator and unplug the foot pedal cables then plug the power cord back in. The erbe powered on and error came back. Customer has the covidien electrosurgical unit (esu) and cable that they used for that days cases. The procedure was completing as planned with no reported injury.